Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1412 mg/dl, "abnormal EKG (electrocardiogram), nausea, [and] vomiting"; cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids (nature of fluids was not known) and calcium. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.